Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the headpiece runs in safe mode, no patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the headpiece runs in safe mode, no patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.